Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) numbers: k101880.

Event description:
It was reported that the implant was removed due to fracture. Tooth location 19.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the as returned product identified signs of bone attachment about the threads from trephining. The implant is fractured at the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 and used for approximately 4 years. The reported event could not be recreated due to the nature of the dental device and event (fracture. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured and the buccal ridge is also broken on the implant. The customer reported that they tried several different implants at the time of removal, and they were unable to place them due to the lack of the implants fitting properly in the patient's mouth. The reported complaint is confirmed following physical inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.